Event description:
It was reported the patient experienced increased baseline pain and swelling in their legs. An MRI was done and an inflammatory mass was found. The drug used in the pump was dilaudid (unknown dose and concentration). The pump was programmed to run at minimum rate. The physician wanted to consult with a neurosurgeon regarding surgical removal of the catheter tip granuloma. The patient outcome was unknown at the time of this report. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Results -used for catheter.